Manufacturer narrative:
Information was previously submitted in report medwatch 1723170-2019-02173. After additional review it was determined that 1723170-2019-02173 was a duplicate report of this event. This report serves as a correction to join the two events. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that, after auto-registration with the stealthair on the navigation system, the site was unable to proceed into the navigation task. This was following merging the MRI and the CT that were taken before the procedure. It was stated that the button could not be pressed either. The site decided to use a different medtronic navigation system for the procedure instead. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a cranial resection as a patient was present with anesthesia administered. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services reviewed the video and it showed that the CT with the stealthair had a "restricted use" label preventing its use in navigate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used outside of a procedure. The rep indicated that they tried to use the stealthair frame with the navigation system, but could not procedure with navigation task after the merge because the navigation button was not shown. The rep was advised to attempt to remove the stealthair frame and attempt with a regular registration frame then re-add the stealthair. Additionally the rep tried to re-add the oparm back to the procedure and switch from the acquire images to the air registration screen. These efforts were unsuccessful. There was not reported to be a patient involved with this issue, but clarification was requested to determine if a patient was present or not.